Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm)involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The universal surgical manipulator (usm) was analyzed, and the unit was tested on an in-house system and passed normal mode. The usm system did not generate any errors, but the errors were confirmed in the logs. The unit failed the sensors check test on yaw. The yaw search light printed circuit assembly (pca) was swapped out with a new one and the errors no longer occurred. The original yaw pca was reinstalled, and the errors returned. The unit was tested with a new yaw pca and passed all additional testing. The probable root cause of this reported issue is attributed to component failure.

Manufacturer narrative:
Based on the claim against the product by the customer noting that recoverable errors occurred, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (tse) went on site and found the system up and running, with no errors. The fse confirmed errors 23007, 22028, and 23003 against arm 4. The fse checked the gigabit status and noticed that the rx intensity level was lower in arm 4 than the other arms. The fse replaced arm 4 to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that recoverable errors occurred on universal side manipulator arm 4. The onsite logs showed errors: 23007, 22028, 23003 on arm 4. The staff disabled arm #4 and completed the case. There were no reports of patient injury.